Manufacturer narrative:
An attempt to replicate the reported issue using the carelink connect app with a test account in production was not successful. Based on our investigation, the issue was identified at the reported time and has since been fixed with a configuration update. Currently, the issue is not reproducible. (B)(4). The investigation found that the patient switched to manual mode at 3.58pm on april 15th 2024. During that time, the system showed that the auto mode was off, and some data wasn't being received, we confirmed this by checking the system messages and the data logs. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw req doc field. The carelink team found a discrepancy in the configuration and corrected to resolve the issue. The issue has been identified, and fix has been provided to resolve it by doing the config update with correct details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cannot see anything on app and went back into manual mode. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer continued the use of the device. No product return is required for mmt-6111.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.